Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx was unable to deliver medication during use. The following was reported by the initial reporter: "a patient reported as follows: when priming, insulin didn't come out. This occurred about one month ago. When I asked a nurse to check the product, it was confirmed that insulin didn't come out."